Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported recurring insulin flow blocked alarms after troubleshooting and experienced hyperglycemia with blood glucose value of 500 mg/dl. The event involved product(s) mmt-332a, mmt-386a, mmt-1780kpk. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There was no mention of the auto mode feature at the time of the event. The customer declined to troubleshoot. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-386. Mmt-1780kpk will be return for analysis.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test and dat of 0.0871 inches. Failed self-test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus. Pump error 63 confirmed on 04/29/2025 03:13:33.000 (file number = 37 line number = 367). Per software engineering log, pump error 63 was triggered in the self test due to the ambient light failure (variable 03), hardware issue. Confirmed pump alarmed insulin flow blocked alarm on 04/12/2025 14:08:24.000 and 04/12/2025 14:10:36.000, in pump downloaded history during bolus. Pump was cut to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, cracked case, cracked case (battery tube) and battery tube threads - cracked. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Pump error 63 confirmed during self-test due to hardware issue with the ambient light. Unable to verify high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.